Event description:
It was reported that noise was observed on the lead. Lead anomaly suspected. No further information is available.

Event description:
New information received stated poor sensing was observed. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.